Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a (B)(6) male patient's infusion set's tubing detached/broken at site connector. At the time of the event, his blood glucose level was 384 mg/dl. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.